Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, the patient was noted to be in chronic atrial fibrillation (af). Technical services (ts) discussed the option of reprogramming the device to vvir. No adverse patient effects were reported. This device remains in service.